Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's system was explanted on an unknown date in (B)(6) 2023 due to ineffective therapy.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown.